Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch occurred due to out-of-range impedance on this right atrial, and associated right ventricular, lead. Reproducible noise was present on both leads and fractures were suspected. The patient, who has an underlying rhythm in the 40 beat-per-minute range, reported feeling dizzy periodically. Sensitivity was decreased on both leads and the patient was scheduled to visit the electrophysiologist. No additional adverse patient effects were reported. Records indicate that this lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to submit additional information. The lead was later surgically abandoned but, upon further testing, lead fracture was not confirmed. The physician now suspects a device header issue. No adverse patient effects were reported.